Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site #14 in the mouth, a failure occurred upon insertion. Another implant was not placed in the same site on the same day. Clinician reports no primary stability. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site #14 in the mouth, a failure occurred upon insertion. Another implant was not placed in the same site on the same day. Clinician reports no primary stability. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.